Manufacturer narrative:
Jan 26, 2016 09:35 am (gmt-5:00) added by (B)(6): this is a reusable OEM device; therefore, a lot history review was not applicable.

Manufacturer narrative:
(B)(6) 2015 02:23 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not seem to be functioning properly. When the pa was energizing the vasoview hemopro device at the same time as the surgeon was energizing the bipolar cauterizer, the device did not seal the vessel. The pa stated that this experience has happened in the past month and as a result, he had abandoned the use of the vasoview hemopro device during the vessel harvest and had to resort to an "open harvest" technique which has resulted in more blood loss to the patient. The hospital believes that issue could be with the dc extension cable. This complaint was created to capture the device that resulted in the "open harvest" technique. Trackwise related complaint (B)(4).